Event description:
Additional information on (B)(6) 2020: it was reported that electrostatic from using a blanket caused the pump stop. No treatment was provided. The patient is stable.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed pump stop events, which appeared consistent with electrostatic discharge. The submitted log files contained data from data from (B)(6) 2020 through (B)(6) 2020. The log files contained seventeen pump stop events. The first sixteen pump stop events lasted between 3 and 4 seconds. During these events, the pump speed reduced to 0 rpm and the low speed, low current, low flow, and pump stop faults activated. It should be noted that following several of the events, the low flow controller fault flags lasted longer than 10 seconds and resulted in active low flow hazard alarms. The alarms cleared when the calculated flow average was recorded above the 2.5 lpm threshold. The last pump stop event lasted for 7 seconds, which resulted in low speed, low flow, and lvad off alarms. The pump resumed operating at the set speed following the event and no further pump stops occurred during the remainder of the log. All alarms cleared when the calculated flow average was recorded above the 2.5 lpm threshold. These events appeared consistent with electrostatic discharge (esd) events. The pump appeared to function as intended. The account communicated that using a blanket caused the electrostatic discharge. No treatment was provided and the patient remains stable. The patient remains ongoing on heartmate 3 lvas. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2020 for ~6 seconds based on the log file review by the manufacturer's technical service representative. The cause of the pump stop is unknown.